Manufacturer narrative:
The event of high capture thresholds and low pacing impedance on the right atrial lead was not confirmed. The lead was returned for analysis. Visual and x-ray inspections of the lead were normal with no anomalies found.

Event description:
It was reported that the patient presented during an in-clinic follow-up, upon interrogation, high capture threshold was noted on right atrial (ra) lead. During repositioning, the ra lead was also found to exhibit low pacing impedance. The lead was explanted and replaced. The patient was stable throughout.